Event description:
It was reported that the mrx shuts down when a m3508a cable is attached. No pt involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.